Event description:
It was reported that there was a separation between the female connector (dark blue piece) and the main body (light blue part) of a minicap extended life pd transfer set; further described as ¿dark blue piece became disconnected from the light blue part¿. This was observed after treatment of peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted a separation between the female connector and the main body of the twist clamp. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. Due to the separation, the reported condition was verified. The cause of the condition was manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body of the twist clamp. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.